Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report abbott. Good faith efforts are in progress to collect more information. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
A pericardial effusion occurred. The procedure was cancelled. It was reported that nrg transseptal needle was selected for atrial fibrillation use. During procedure, difficulty was encountered while performing transseptal puncture. Multiple attempts were required to access the left atrium. After catheter insertion manipulation was not as expected, leading to removal. On repeat attempt to cross the septum the patient experienced recurrent drops in blood pressure. Transthoracic echocardiography showed no pericardial effusion and there was no increase on the heart rate, so the patient was observed with vasopressors. The blood pressure rose momentarily and then gradually decreased, which occurred repeatedly. Each time this occurred, an echo was performed. After a while, a pericardial effusion was diagnosed. The procedure was stopped and pericardiocentesis was performed. The physician alleges the issue was caused by the nrg needle. Abbott ref. (B)(4).